Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted proximally, but was still compressed to at least 10% just under the limbus. There were no patient complications reported.

Manufacturer narrative:
Media evaluated by bsc sr. Clinical advisor r&d: media from the clinical procedure was provided and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review report concluded: the distal end was over compressed and asymmetrical. Cannot make conclusion on pass criteria without procedural tee.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted proximally, but was still compressed to at least 10% just under the limbus. There were no patient complications reported.